Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered an inappropriate shock due to supraventricular tachycardia (svt), and therapy was not exhausted. After the delivered shock, the rhythm became sinus tachycardia. The complex was narrow with a rate in the 220 beats per minute (bpm) range. This s-ICD was programmed to primary, 1x. The shock impedance measurement was 101 ohms. This s-ICD remains in service. No additional adverse patient effects were reported.